Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing increased pain in their bilateral low back and legs which had occurred 2 to 3 times over the previous 6 to 9 months. There had reportedly been a ¿couple¿ volume discrepancies during refills in the time period. Information was provided related to one volume discrepancy however the date of the discrepancy¿s discovery wasn¿t specified; the actual residual volume (arv) was greater than the expected residual volume (erv) at that time. Specifically, the arv was 10ml while the erv was 7ml. The cause of the discrepancy was not specified. Actions required as a result of the event consisted of diagnostic testing/troubleshooting; a catheter dye study and rotor study were performed and it was noted both looked good. The patient was taking tramadol; 50mg tablet one every six hours as needed, at the time of the event. No other troubleshooting or interventions were taken. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿ and follow up information noted the patient was doing well and receiving effective therapy. The device system was used to deliver fentanyl, clonidine and bupivacaine. Additional information including specific volumes for previous discrepancies has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Information was later received indicating that the patient had been complaining of an increase in pain for the three months prior to (B)(6) 2015. Their pain was never completely under control with their pump therapy. The pain came and went in ¿waves.¿ because of the recent increase in pain and previous history of pain control in ¿waves¿, the doctor decided to replace the patient¿s pump. The pump logs were read and were normal. There were no other plans to troubleshoot. They were to have their pump replaced on (B)(6) 2015, and it was to be returned to medtronic for analysis. The device removal was confirmed with the manufacturer's device registry.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a. Serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).